Event description:
Diagnostic images were completed and pt was found to have 3 lesions in the rca and one in the lad. The decision was made to proceed with coronary intervention. The rca was heavily calcified and there was a lot of difficulty getting the guidecatheter, guidewires, balloon and stents in place. A boston scientific emerge push monorail balloon 1.5mm x 20mm (lot# 14981486) was placed distally and inflated. The balloon was noted to have ruptured and was removed. On inspection of the catheter while coiling it up, it was noted that the distal end was missing. The distal marker was noted on fluoro to still be present in the coronary artery. A second wire was then inserted and "twisted" around the existing wire and balloon fragment. It was pulled back into the guide and the entire unit was removed. Once outside the body, the balloon fragment was retrieved from the guide. It, along with the balloon, was measured to make sure the entire unit was accounted for. The coronary artery was visualized. A dissection was noted. Attempts were then begun to fix the dissection. One stent was deployed proximally but the flow did not improve. An iapb was inserted and the pt was sent for emergency CABG. Diagnosis or reason for use: angina.